Manufacturer narrative:
Patient code 3191: no code available (secondary surgery, lens exchange). On (B)(6) 2019 the lens was removed and exchanged intraoperatively with a longer length lens due to low vault and the problem resolved. The patient is healing nicely. The cause of the event was reported as the device and a patient related factor. Claim#: (B)(4).

Manufacturer narrative:
Additional information: the lens was implanted in the right (od) eye. (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, was implanted into the patient's eye. The surgeon reports he intends to exchange the lens with a 13.7mm lens, stating "there is not inadequate vault" of the lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Device evaluation: lens was returned in a specimen cup in liquid. Visual inspection found a tear on the lens haptic. Claim#: (B)(4).